Manufacturer narrative:
Other relevant device(s) are: catalog # etlw1616c124ej, serial # (B)(4), use by date 2018-06-13 and (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 70mm diameter abdominal aortic aneurysm. The patient¿s condition slightly improved after stent implantation on (B)(6) 2016; however, the patient had been unwell afterwards and was later hospitalized for heart failure. The physician thought that the patient would not have been able to survive the winter if they had not received stent graft implantation. It was reported that the patient presented emergently due to a ruptured aneurysm. It appeared that due to rapid expansion of the left common iliac artery (contralateral side), a gap was created between the stent graft and the vessel wall, and as a result, a type ib endoleak developed, and it eventually led to the aneurysm rupture. It appears there was no limb migration occurred because the proximal and distal positions of the stent graft have not changed. In the last follow-up check, ultrasound did not present any notable issues. Although occlusion was performed in the proximal neck, the blood pressure did not return to normal. The results of the blood test indicated low potassium level. Because the patient had cardiac disease, the heart rate was not restored, and the physicians were unable to save the patient even though the treatment was provided for the ruptured aneurysm; however, the patient died. Per the physician the cause of death was deterioration of general condition. The patient had been unwell since implant and later he was hospitalized for heart failure. The patient¿s family had accepted the outcome initial procedure and the physician regarded that the device was not the main cause of the patient¿s death. No additional clinical sequelae were reported.